Event description:
It was reported that this pacemaker exhibited ventricular far-field r-wave oversensing on the atrial electrogram (egm). Technical services (ts) was consulted for further review and programming recommendations. No adverse patient effects were reported. This product remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.